Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged during atrial fibrillation (af) ablation. The lead was laser extracted and could not be returned. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.